Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The bottom housing and e-seal were checked for damages and no issues were observed. Download data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. The cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation.